Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample or diluent into well positions a6, b6, c6, d6, e6, f6, g6 and h6 and no error message was generated. A field service engineer was dispatched and could not duplicate the event. Tip clamps were replaced. No death or serious injury was associated with this event.